Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws engaged but cautery would not work due to no electrical energy to jaws. Cord replaced and connections double checked but it still didn't work. Procedure was delayed to try and determine problem and open a new kit to finish the case. No injury.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: e1--event site postal code corrected from "06106" to "06102." The device was returned to factory for evaluation on 12/27/2022. An investigation was conducted on 1/10/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the c-ring, cannula, and jaws. Evidence of charred material was also observed between the jaws. The gray silicone insulation of the cold jaw was observed to be peeled. The insulation of the hot jaw and the heater wire were observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000006999). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Based on the results of the evaluation, the reported failure "electrical problem¿ was not confirmed; however the analyzed failure "peeled" was confirmed. Specific actions for the failure modes is being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000258496 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.